Event description:
It was reported that the device was used during a breast biopsy . The marker would not deploy and as the physician was trying to remove it, the tip sheared off in the probes sample aperature. They changed markers and completed the case with no consequence to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.